Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, bioid was not working for nurses. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identifier was not working for nurses. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio metric identifier stayed lit and did not allow access using the fingerprint scanner. A field service engineer previous attempts to power down the station and reset the connection had resolved the issue temporarily, but the issue reoccurred. The bio metric identifier on the station was replaced with the 02-part number. After the replacement, the bio metric identifier was tested successfully in hardware test application, and the customer tested it by configuring a new fingerprint and logging in several times without issues. All lights were checked, all cables were reconnected, and debris was cleaned. The customer verified that all functions of the device were working normally in the application. The system functioned as intended after the field service engineer repaired the device.